Event description:
A malfunction was reported on the pump by a caller, specifically a malfunction code of malf 16. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.